Manufacturer narrative:
E1: facility name: (B)(6) medical. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and confirmed the customers¿ allegation. It was found that the u plug unit (connector) was malfunctioning causing no image. Based on the investigation results, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.